Manufacturer narrative:
Device manufacture date from may 2, 2016 to may 3, 2016. Batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during preparation of a large volume infusor, liquid leakage was observed at the filling port. This event occurred two (2) times. There was no patient involvement. No additional information is available.